Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia. All other information, including the patient's current condition, is unknown and reportedly unavailable.